Event description:
The patient had an MRI on (B) (6) 2009. The patient did not go back to the clinic after the MRI was done. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the MRI the patient had done. The patient went into the clinic for a six month refill. The physician noted that there was a motor stall with a tube set error on (B) (6) 2009. There was no recovery noted in the event logs. The patient had not experienced any withdrawal or any other symptoms. The final patient outcome was reported as "no injury." The medication being delivered via the device system was prialt.

Manufacturer narrative:
(B) (4).